Event description:
In 2008, the pt with a small saccular aneurysm was treated with four gore excluder aaa endoprosthesis aortic extender components. On an unk date, imaging showed a type iii endoleak. In 2009, the pt underwent a reintervention where a gore excluder aaa endoprosthesis iliac extender component was implanted to bridge the type iii endoleak. The endoleak was resolved. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, the aortic and iliac extender endoprostheses are intended to be used after deployment of the gore excluder aaa endoprosthesis. These extensions are intended to be used when additional length and / or sealing for aneurysmal exclusion is desired. Additional devices implanted.